Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose level was not adversely impacted. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.